Manufacturer narrative:
Concomitant medical products: 250ml baxter IV bag azithromycin 500mg in dextrose 5% water. The customer¿s report that the medication free flowed after the tubing was loaded and the door closed was not confirmed. Physical inspection showed no related anomalies. The pcu event log showed that on (B)(6) 2018 at 10:59 am a basic infusion was programmed for a rate of 250ml/hr and a vtbi of 100ml. The infusion completed on time at 11:23 am and transitioned to kvo mode. Two minutes later the device alarmed for ¿infusor door opened¿ followed by ¿infusor check IV set.¿ the device was then channeled off at 11:25 am. Functional testing showed no anomalies and no periods of free flow. There were no signs of leaking anywhere on the returned set while the tubing was manipulated at each engagement. The root cause of the customer's report was not identified.

Event description:
The customer reported that an antibiotic infusion was setup and after the tubing was loaded into the pump and the door closed the medication free flowed for roughly 30 seconds while connected to a patient. There was no patient harm. Received a copy of the customer's medwatch report from the FDA which states, "in the last 5 months this facility has had (B)(4) reported events in which the alaris IV pump 8100 allowed medication to free flow-either immediately following priming of the tubing and loading into the pump or prior to connecting to the pt or after connecting to the pt when the operator attempted to begin the infusion by opening the roller clamp. Fortunately there have been no adverse effects to the pts but the outcomes could have been catastrophic due to the medications being administered (propofol in some instances). Alaris is aware of the issues and have evaluated some of the pumps. The smartsite infusion set ((B)(4)) is used for infusions."

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that an antibiotic infusion was setup and after the tubing was loaded into the pump and the door closed the medication free flowed for roughly 30 seconds while connected to a patient. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that an antibiotic infusion was setup and after the tubing was loaded into the pump and the door closed the medication free flowed for roughly 30 seconds while connected to a patient. There was no patient harm.

Event description:
The customer reported that an antibiotic infusion was setup and after the tubing was loaded into the pump and the door closed the medication free flowed for roughly 30 seconds while connected to a patient. There was no patient harm. Received a copy of the customer's medwatch report from the FDA which states, "in the last 5 months this facility has had (B)(4) reported events in which the alaris IV pump 8100 allowed medication to free flow-either immediately following priming of the tubing and loading into the pump or prior to connecting to the pt or after connecting to the pt when the operator attempted to begin the infusion by opening the roller clamp. Fortunately there have been no adverse effects to the pts but the outcomes could have been catastrophic due to the medications being administered (propofol in some instances). Alaris is aware of the issues and have evaluated some of the pumps. The smartsite infusion set ((B)(4)) is used for infusions."